Event description:
This report summarizes one malfunction event. A review of the event indicated that model 0600520 hickman s/l catheters experienced a burst and fluid leak. Of this event, the device was used on the patient with no reported injury. The patient¿s age, sex, and weight were not provided. The unknown hickman catheter was returned for evaluation. The investigation was confirmed for the reported leak, specifically due to the external catheter burst. A specific root cause could not be determined, however.